Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is damaged throughout, and there's a possibility of missing fragments. As a result, the instrument will be stored. The event is caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the tip of harmonic ace instrument came off while it was being used. The procedure was completed with no reported injury.

Manufacturer narrative:
The harmonic ace instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.